Event description:
Per report rec'd from medical ICU team, pt was found by his parents to be diaphoretic, unresponsive. Pt's parents checked his blood glucose (bg) using their onetouch ultramini glucometer which read a bg in the 300's, so they administered insulin to the pt. They continued checking his bg over the next several hrs and administering more insulin according to the elevated readings. He continued to be unresponsive. Per the nursing report filed (B)(6) at about 14:30 in the ER, he was found to be profoundly hypoglycemic with a bg of less than 20, gcs 3. He also had a seizure. The pt was intubated and given multiple amps of d50. The CT and mra/MRI of the brain show significant changes consistent with a hypoglycemic encephalopathic process with moderate cerebral edema. The pt is currently in the ICU on life support.